Manufacturer narrative:
Method: actual device from event was evaluated. Results: standard performance tests were completed, which includes accuracy testing. Conclusions: performance tests could not duplicate the error. The device performed to specifications.

Event description:
Reported by the customer as: customer only noted "accuracy" on return request. Tested out of box. Was never placed on a pt. Pt injury: no.